Event description:
During a hand assisted laparoscopic sigmoidectomy procedure, received an error code 5 : instrument error at mid resection fifteen minutes into the case. Another like device was used to complete the procedure. There was no pt consequence. After the case, the device was cleaned, and the active titanium blade broke in half.